Event description:
The tubing that comes in the perfusion pack and is used on the heart lung machine leaked blood. The perfusionist noticed it and was able to replace it. The item was sequestered with the packaging info. The case proceeded without further incident.